Event description:
It was reported that the right ventricular lead was explanted due to inappropriate shocks caused by oversensing. No further patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing of short interval counts. No further patient complications were reported as a result of this event. Additional information received indicated the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): distal conductor fractured; full lead was returned for analysis.